Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, exhibited error code 46510. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the taper seal label was missing. Functional testing involved a power up self test and it was found that the device exhibited error code 46510 just upon powering up. The investigation determined that a defective and inoperable main board was the cause of the reported issue. The main board was replaced. No causes or potential causes of the customer's reported problem were found during the review of the manufacturing DHR. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.